Event description:
It was reported that during a sleeve gastrectomy procedure, the stapler closed on the tissue but stapled approximately 1 cm but would not cut. He used two of the devices on multiple areas of the stomach with same outcome. The surgeon used both blue and gold cartridges. The surgeon removed the bougie and replaced it in the sleeve and used a competitor's device with a purple cartridge to complete. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Information not available. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 5th or 6th. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes across staple line. Were any unexpected noises heard? If so, when? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Powered reverse button was used. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.